Manufacturer narrative:
Technical eval: the neuron 070 has a distal link 13 cm from the tip. The kink has collapsed the walls and there is a kink at the transition to the flexible zone 12 cm from the tip. The device also has a flat spot 35 cm from the hub. The distal kink occurred about 13 cm from the tip and shows a sharp kink that may indicate that the dive was bent too far in an angle and this was substantiated with the physician's observations of the tortuous anatomy of the pt. The repeated movement during insertion caused the device to scissor itself and kink. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009. Incident #0178. RMA# 10208. Part# 1626-04 neuron delivery catheter 070 95 cm x 6 cm shaped tip. Lot# l13856. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95 cm x 6 cm) shaped tip, lot # l1856. (B)(4). The lot was labeled "at risk" under da 59 because 1 year accelerated aging data was not back yet. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.

Event description:
After reengaging the neuron 070 into the cervical portion of the ica with a 0.035 terumo guide wire, a syncro 14 guide wire was introduced with a echelon 14 micro catheter through the neuron to the treatment site (bilateral ophthalmic aneurysm). After 5 coils were placed successfully, the neuron started to kick-back significantly into the arch when introducing the next coil system. After several attempts were made to reposition the neuron, severe resistance was encountered during the advancement of the micro catheter. The physician then removed the entire system including the neuron. Upon inspection, a kink was noticed about 6-8 cm from the distal tip of the catheter. An envoy catheter was then utilized to replace the neuron. The envoy catheter was found to kick back and kink in a similar fashion to the neuron.